Event description:
It was reported that the colonovideoscope showed a snowy image when connected to tower. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was¿confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the snowy image was due to a component failure of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.